Manufacturer narrative:
A doctor alleged that one (1) crown in one (1) patient debonded after placement using maxcem elite. The product was returned and evaluated and the results were within specifications.

Manufacturer narrative:
A doctor alleged that one (1) crown in one (1) patient debonded after placement using maxcem elite. As of the date of this report, no product has been returned. An evaluation was performed on the retain sample and the results were within specification.

Event description:
On (B)(6) 2011, a doctor alleged that one (1) patient experienced the debonding of a crown after placement with maxcem elite.